Event description:
On (B)(6) 2011, therakos received a report of system pressure alarms that occurred very early in a treatment while purging air. Customer ended the treatment and returned the patient's blood. Customer stated that after the patient's blood was returned, a blood leak was found in the line at the connection of tubing to the collect or return pressure sensor. Customer stated this leak was not found when she had inspected the kit during the treatment. Customer estimated there was no blood loss for the patient due to this leak. Customer stated the leak likely allowed some air to enter the line early in the treatment, leading to the system pressure alarms. Customer stated no follow up care was needed as a result of the issue.

Manufacturer narrative:
A review of the lot file for y305 was performed. This lot met all manufacturing and final test requirements. The kit was not returned for further investigation. (B)(4).